Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gall bladder removed") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash") and depression ("depression"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, abdominal pain lower, allergy to metals, dysmenorrhoea, rash and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cholecystectomy, depression, dysmenorrhoea, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs recieved. Added event nickel allergy, dsmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gall bladder removed") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), rash ("skin rash"), depression ("depression") and abdominal pain ("cramps"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, rash, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, cholecystectomy, depression, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.